Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/08/2013 with the following findings: during investigation, the display screen was found to be faded, discolored and difficult to read. A test display was used for investigation and was found to function appropriately with no visible signs of fading or discoloration. Unrelated to the complaint, testing revealed the time and date reset to. The pump was opened and evaluation revealed the internal clock battery on the circuit board had failed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display was faded, discolored and difficult to read. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 08/08/2013.